Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited rising and high thresholds and was "failing". It was also reported that the implantable pulse generator (ipg) exhibited premature battery depletion due to the "failing" rv lead. The rv lead was capped and replaced and the ipg was explanted and replaced. No patient complications have been reported as a result of this event.